Event description:
It was reported to hill-rom that the lift strap on a likorall broke during transfer of a patient. The patient fell back onto the bed. No patient impact. Reference MFR report 8030916-2014-00017.